Event description:
Patient was in ER in a hypotensive state-physician was increting the central line (r shoulder) when the wine became detached from the blue hub of the catheter assembly- and remained in the patient's shoulder - which had to be surgically removed at a later date. The device was retained for further investigation, mfg. Was notified, all other lot #'s of this device were removed from service (there were none) and paper work completed.other equipment used on patient at the time of incident was 02 cardiac monitor and orimeter blood pressure monitordevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, none or unknown. Invalid data - on device destroyed/disposed of status.